Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 341 mg/dl at the time of the incident. The customer was at 542 mg/dl at the time of the call. The caller did not mention how they treated. The customer experienced symptoms such as stomach and cheek pain. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller stated the pump was under delivering insulin after the customer went swimming. Troubleshooting was not completed. The insulin pump will not be returned for analysis.